Manufacturer narrative:
The doctor reported that the implant was removed due to fracture on the casting abutment hex. No additional patient complications were reported. The implant was returned to the manufacturer for evaluation. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. The manufacturer's trend analysis shows that implant failure is a low rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.